Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasion between 21.5cm to 22.5cm from the connector pin due to friction to the ICD can. Without return of the entire lead, a complete analysis could not be performed. A partial lead was returned measuring 23cm from the connector pin.

Event description:
It was reported that the patient received inappropriate therapy due to noise. X-ray found insulation abrasion with externalized conductors. Lead was capped and a portion was returned for analysis.